Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient massive inflammation was successfully managed with oral antibiotic therapy without need for surgical intervention. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. (B)(6).